Event description:
Event 1: battery failure. Pump turned red then turned off, was setting up paralytic event 2: IV pump alarmed for battery alert. Pump removed from patients room these were two separate pumps. Manufacturer response for infusion pump, sigma spectrum (per site reporter). Baxter is on-site replacing pump backs and checking batteries